Event description:
The device was used during a tfc fusion cage explantation. Reportedly, two sets of cages were removed due to recurrent leg pain. The hosp has reported the pt's condition is satisfactory.